Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 202 mg/dl, compared with the sensor glucose reading of 40 mg/dl. The customer stated that the insulin pump also alarmed calibration error. He stated that, upon insulin suspension, the insulin pump shut off and turned back on. He was advised that the sensor be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.